Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker battery life was between one and one and a half years remaining, however six months earlier the battery status showed three years remaining. It was noted that the right ventricular (rv) and right atrial (ra) output measurements were normal. Engineering analysis was performed due to suspected premature battery depletion. Engineering analysis found that the power consumption f the device appeared to have increased and would be expected to continue to increase. Boston scientific technical services (ts) recommended that the pacemaker be explanted due to the suspected premature battery depletion. Subsequently the device was explanted and successfully replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.